Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that it was the second time they called because they noticed that within two days there was a delay of several seconds/minutes between the insulin pump time and telephone time. Customer's blood glucose level was 6.1 mmol/l. The customer noticed this because they had to inject themselves at specific times. The insulin pump gained two minutes in two weeks. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was programmed with the current time and date and monitored for ten days; the time has not drifted and is accurate. Time and date function is performing properly. The insulin pump was received with scratched case and pillowing keypad overlay.